Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the one week post implant follow up visit, no threshold measurements could be obtained. An x-ray was performed revealing slight movement and possible micro dislodgement. In addition, no capture was obtained at 7.5v. A revision procedure is intended in the near future. No adverse patient effects were reported.

Event description:
Additional information was received. A lead revision procedure was performed. This lead was successfully repositioned. Post procedure measurements were within normal limits.

Manufacturer narrative:
When additional information becomes available, this event will be updated.